Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was that the trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a belt was unable to complete testing.